Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional absorb scaffold referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending (lad) artery. After predilatation a 3.0 and 2.5 absorb were implanted. The scaffolds were overlapped approx 2mm and were post-dilated with a 3.0 unspecified nc balloon. The result was good and the patient left the hospital in good condition. The patient was released on dual antiplatelet therapy (dapt) of aspirin and brillique. After 3-4 months the patient stopped taking brillique for 3-4 days. In (B)(6) 2016 the patient started experiencing chest pain and went to the hospital with a st-elevated myocardial infarction. Thrombus was found in the absorb scaffolds and medication was administered. Optical coherence tomography (oct) was performed at a later date (date unknown) and no absorb scaffold damage was found. The absorb scaffolds were well apposed to the vessel. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI# is unknown because the part number and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.